Manufacturer narrative:
(B)(4). During the alarm history review, it was found that there is evidence the insert slide clamp alarm recorded. As a result, review of the device logs verified the reported issue. During visual inspection, a damaged pump head module (phm) was found. During infusion test, the device showed insert slide clamp alarm. The assignable cause for the reported condition was determined to be damaged phm. As a result, the phm would need to be replaced. However, the device was swapped, since the replacement phm was not in stock. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump channel one (1) does ¿not function¿. There was no patient involvement. Additional information was requested and is not available.